Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that a patient presented with an infection and subsequent would dehiscence at an unspecified time following epislotomy. It is assumed that antibiotics were prescribed to address this event.